Manufacturer narrative:
(B)(4). The device was manufactured may 26, 2015- may 28, 2015. The device was received for evaluation with no solution in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the units via the naked eye showed no signs of blockage or physical abnormality that could have caused the reported problem. A functional flow rate test performed. The flow rates were found to be within the specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow after filling it with tegafur. There was no patient involvement. No additional information is available.